Event description:
It was reported that, 599 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr) for in stent-restenosis. The lesion being treated in the index procedure was a 3.40mm, 99% stenosed, 20mm long portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and successful placement of a 3.00x24mm taxus express2 study stent in the target lesion. There were no reported complications. The patient was discharged the next day on plavix and aspirin. Five hundred ninety nine days after the initial procedure, the patient required coronary artery bypass grafting (CABG) of the dist rca. The patient was discharged 4 days later. In the opinion of the physician, the relationship of the tvr to the taxus stent is probable and there was restenosis of the taxus stent.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met is specifications. As not device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.